Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached normal end of life with okay telemetry and output. It was noted the proximal segment of the lead was stuck inside the ins connector port. Analysis of the lead found no significant anomalies. It was noted the lead body¿s outer insulation was separated at a butt joint at the lead¿s proximal end. H6: please note that method code 4114 and result code 3221 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0203494084, implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead. Product ID: 309328, lot#: 0203494084, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 15-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s implantable neurostimulator (ins) had reached the elective replacement indicator (eri), their tined lead was ¿requiring higher amplitudes,¿ and the device was not helping with the patient¿s overactive bladder (oab). It was noted the patient¿s fecal incontinence (fi) was controlled with the system. During surgery to replace the ins, it was found the tined lead was unable to be removed from the ins, ¿despite full undoing of the set screw.¿ the set screw was ¿undone multiple times in an attempt to remove the lead from the header block,¿ but the issue remained unresolved. It was noted the lead was ¿missing a small piece of outer covering¿ and was ¿quite stretchy¿ when removal from the ins was attempted. It was unknown whether any external factors may have led or contributed to the issue. Ultimately, the lead had to be cut in order to remove the ins from the pocket; the lead and ins were replaced at the time of the procedure and the issue was resol ved. The patient was alive with no injury at the time of report. There were no further complications reported or anticipated.